Manufacturer narrative:
Additional information for g3, g6, h2, h6, and h10 an event of fibrotic tissue formation on the valve was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a virtual peer to peer event on (B)(6) 2020 the physician mentioned fibrotic tissue formation on the atrial side of the epic mitral valve. Redo surgery was performed to fix the problem. Further information was requested but not received.